Event description:
Country of complaint: (B)(6). Needle detached from the thread/thred is not sealed to the needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 108 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were MFR'd and distributed; there are no units in stock. Received 108 closed samples and 32 open samples w/the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples rec'd and the results do not fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled . Final conclusion: complaint is justified. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future.